Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of failure code 810:04 was confirmed. Inspection of the pump revealed out of calibration on air in line printer circuit board (ail pcb) caused the failure code 810:04. Replaced the pump head module.

Event description:
The facility reported an infusion pump with a failure code 810:04. The event was reported to have occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.